Manufacturer narrative:
According to the customer, the secondary set is "breaking up" at the luer lock adapter when administering antibiotics and hooked to a primary line. It is reported that the "tip either breaks right away or breaks during infusion" when giving cleocin IV and "leaking the medication into the floor". Customer reports using clindamycin phosphate in 0.9% sodium chloride injection 50ml. The customer reports when the event was noticed, the infusion was stopped immediately and the product was removed from use. The customer reports no injuries, medical intervention or follow up care due to the reported incident. A sample was returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Medication leaking from IV set.